Event description:
The nurse reported one patient experienced tass. The product lot number used on this patient was also used on seven other patients that day (2006). The other patients did not develop tass. The facility does not know the cause of tass. The facility requested a site visit from a nurse consultant to assist them with their tass investigation. Additional information including patient identifier and outcome was requested. 05/2006 additional information received during phone follow-up. The user facility nurse confirmed she has not received any additional reports of tass and stated the cause of tass remains unk.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot. There have been two similar reports on this lot of product. Upon request of the facility, a nurse consultant conducted a site visit on april 12 and 13, 2006. The consultant stated there were too many variables to know exactly what was causing tass. One surgeon seemed to have more tass than another. The facility has been organizing and collecting data over several months and could come to no conclusions regarding the cause of tass. No correlations could be found between surgeons, operating rooms, products, drugs or devices used. Cause of tass remains unk. Additional information was requested by mail, a letter and questionnaire was sent on 04/14/2006. There was no response to the questionaire. A phone follow-up call was made on 05/04/2006, additional information was received. This report mailed in to FDA on: 10/27/2006.